Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, flat creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified a broken shell with a sharp edge where is localized stresses induced on radius side assessed as surgical impact(a dimension measurement in the shell was performed which identified the thickness was within specification) and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.